Event description:
The hospital's biomedical engineering technician caused a short between the battery terminals. Apparently, there was a break in the insulation of one of the terminal wires and the technician made contact with the break in the wire and the battery lug of opposite polarity with a socket wrench. Evidently this caused an arc that melted the socket and caused minor burns on the technician's fingers. The unit was repaired and placed back into svc.